Event description:
During bilateral explant surgery due to concerns surrounding textured devices, the patient was diagnosed with capsular contracture, baker grade unknown. Right side device. Devices were discarded at the time of explant by the surgery center.